Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the threshold parameters on the right ventricular (rv) lead were not ideal, and so the lead was removed and replaced. In addition, after the right atrial (ra) lead had been placed, the sensing and threshold parameters were also not ideal. The atrial lead was finally removed. No patient complications have been reported as a result of this event.